Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following the information gathered, the maxi sky 2 ceiling lift lowered unintended during transfer of the resident. As a consequence, the resident was lowered on the sofa. No injury was claimed. The lowering of the ceiling lift was caused by the unwinding of the strap.

Manufacturer narrative:
The maxi sky 2 was returned on 8 aug 2023 to arjo factory in magog for the detailed evaluation. The results will be provided after testing completion.

Manufacturer narrative:
It was decided to return the ceiling lift to the manufacturer for the evaluation. The product return was initiated.

Event description:
Following the information gathered, the maxi sky 2 ceiling lift lowered unintended during transfer of the resident. As a consequence, the resident was lowered on the sofa. No injury was claimed. The lowering of the ceiling lift was caused by the unwinding of the strap.

Manufacturer narrative:
During visit of the arjo technician, the device was inspected and tested. No device failure was observed. The issue of unintended strap unwinding was not reproduced. The ceiling lift was returned to the manufacturer for detailed analysis. Testing was performed in a few steps. The visual inspection revealed that the ceiling lift was visually in good condition, no failure that could cause the sudden lowering of the strap was identified. During functional inspection, the investigated issue was not reproduced. In the last step, the analysis of the log events was conducted. It showed that one irregularity occurred on a day when the event occurred. A rapid increase in the weight lifted of about 110 lb was recorded within 1 minute 35 seconds. This may prove that an object of approximately 110 lbs, such as a wheelchair, was caught and lifted by either the patient¿s sling, or the spreader bar. Consequently, the instantaneous release of the object that was caught during the lift would have appeared as a sudden drop, giving the impression that the strap had been released. Such a scenario can be determined as the most probable one. The instructions for use for maxi sky 2 (001-15698-en rev. 13) warns: "when raising patients, make sure the sling is not caught on any obstructions (for instance, the wheelchair brakes or armrests). Injuries could occur." Arjo device was used for the resident transfer when the incident occurred and from that perspective, it played a role in the event. At the time of the event, the device failed to meet its specifications since the strap of the lift unwound. This complaint was decided to be reportable to competent authorities due to the sudden unwinding of the ceiling lift strap during the use of the maxi sky 2 ceiling lift to transfer the patient.